Manufacturer narrative:
Additional information was received clarifying the "broken wire" was actually part of an external device. Thus, this event was reported in error and is no longer reportable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was clarified the recharging antenna cord was broken. The caller did not have a tool to remove the antenna cord. A replacement recharger was sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v113344, implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), ubd: 07-jun-2012, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 20-feb-2011, UDI#: (B)(4). Date of event: no information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient broke a wire on the device. Caller states she does not know what wire is broken. Caller states the husband is having trouble remembering how to use the ins to stop the tremors in their right hand. The caller was not with the patient because the patient was in assisted living. No further complications were reported or anticipated with this event.